Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This type of event has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient noted that the controller switched from one power port to the other one several times. This was occurring before the battery capacities were below 25%. In addition, the patient reported having had a critical battery alarm. A review of the controller log files confirmed one "critical battery" alarm. The event was not associated with any pump stop events. The event could not be reproduced by manipulating the battery connections or cables and was occurring spontaneously. The patient's six batteries were exchanged with no reported patient injury. No damage was noted to the controller or to its' power connectors. The patient's primary controller remains connected to the patient and is still running his/her pump. Switching out the patient's batteries is reported to have resolved the issue.

Manufacturer narrative:
Additional devices for this event: (B)(4). The reported power switching events and critical battery alarm were confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) participated in these events. (B)(4) had received the smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or momentary disconnects between battery and controller. Log file analysis also revealed a critical battery alarm which occurred on (B)(6) 2016 at 18:33:28 and terminated at 18:33:30. The alarm was triggered by (B)(4), which had 54% remaining charge. This critical battery alarm is most likely due to a communication anomaly between (B)(4). Analysis revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported power switching can be attributed to a combination of communication errors and momentary disconnections between the controller and the batteries. The root cause of the reported critical battery alarm can be attributed to a communication error between the controller and (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery/bat215381. (B)(4). If information is provided in the future, a supplemental report will be issued.